Event description:
A procedure was done on (B)(6) 2011 to coil embolize imv/ivc shunt. A catheter was inserted from the intercostal to the portal vein percutaneously. The coil was placed as the first coil in the vein which diameter was 6 mm, but the coil moved to the lung artery because of fast blood flow. The physician inserted forceps through a 7 fr sheath from the jugular vein to retrieve the coil, but failed. The procedure was not completed due to this event and the patient was taken to another hospital and is being followed in cardiovascular internal medicine department. No additional procedure was performed because the condition was stable.

Manufacturer narrative:
Expiration - unknown as lot is unknown. (B)(4) - patient is being observed and no additional information has been provided by the reporter. (B)(4) - migration is not specifically labeled in the IFU. The device remains in the patient. Quality control inspects the diameter of first and last curl. The instructions for use (IFU) states: "positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel." No product was returned to assist in our investigation. It is possible that the embolization coil was placed too close to the inlet of an artery and not intermeshed with previously placed coils and this is what led to its dislodgement and migration. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. The addition of this complaint would not increase the occurrence rate or risk priority number. Therefore, the conclusion of quality engineering risk analysis (qera) that no further mitigating action is necessary, is still valid.